Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned and analyzed. Upon visual analysis only, it was determined that the distal conductor was fractured. Only a fragment of the distal conductor was received. It was cut on one end and fractured on the other.

Event description:
It was reported that the left ventricular lead fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.